Event description:
It was reported that during a gastric sleeve procedure, at the moment of firing; half the staples did work. The other half was not stapled. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.